Event description:
It was reported to resmed that an s8 CPAP device caught on fire.

Manufacturer narrative:
A preliminary eval of the returned unit indicated the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. The device is being returned to the design facility in (B)(4) for an engineering investigation to determine the cause of the malfunction. There is no adverse event reported for this incident.